Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. This issue occurred during testing. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance. The asp confirmed the battery required replacement. The asp replaced the battery to resolve the issue. The device passed testing and was returned to service.